Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with the transmitter, the customer stated that he had a blood glucose level of 46 mg/dl earlier in the day of the call. Customer treated with food. No further information was provided.